Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in the patient endovascular treatment of an abdominal aortic aneurysm. Endoanchors and an endurant aortic cuff were implanted for endovascular treatment of a proximal type I endoleak from the talent stent graft. It was reported that patient presented emergently. The CT revealed that the talent abdominal stent graft was migrated and there is a proximal type I endoleak present. The aortic neck, was 29 mm in diameter at the renal arteries and 32 mm in diameter 20 mm below the renal arteries. The investigator elected to implant four heli-fx aptus endoanchors into the talent stent graft. Then an endurant aortic cuff and six heli-fx aptus endoanchors into the endurant aortic cuff adequately penetrating the aortic wall were implanted however the endurant aortic cuff was inaccurately implanted covering the renal artery, therefore the physician implanted a chimney stent in the left renal artery and blood flow was restored. Implant. Five days post re-intervention the CT revealed a proximal type I endoleak. The CT one-month post intervention that there were no endoleaks present. The investigator did not indicate the relationship of the events to the devices however the crf indicates that the aortic neck diameter is greater than the previously deployed talent stent graft and the endurant aortic cuff was inadvertently implanted higher than intended. No additional clinical sequelae were reported and the patient is fine.